Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that he had high blood glucose because his reservoir was at 0 units and the insulin pump did not alarm to alert him that he was not getting any insulin. Nothing further was reported.